Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplpemental report. This is the same patient/event as MFR# 2249697-2010-00928.

Event description:
It was reported that: "the arthroplasty was revised due to acetabular and femoral loosening. The acetabular and femoral components were revised. The implant was a prostalac spacer w/no acetabular shell. The components were implanted in situ for 1.7 y. (B)(6) scores were not available for this patient. Photographs of the retrieved implant are attached. Medical records and x-rays were not provided to stryker for review due to our institutional irb and hipaa regulations."